Manufacturer narrative:
The device was not returned to the manufacturer for evaluation because it was discarded by the account.

Event description:
It was reported that the device did not function from the beginning. A back-up device was used. No blood needed to be discarded. There were no adverse consequences related to this event.